Event description:
It was reported the subject device had a communication error e315. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of event an incompatible scope (e315). It was explained that the issue was indicative of a communication error between the device and the scope being used. The customer was advised that if the issue reoccurred, the user should clean the gold contacts on the scope, avoid hot swapping, and contact technical support while the issue was actively occurring if the problem persisted. The device was not returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.